Manufacturer narrative:
(B)(4). A service order was not generated for this complaint ((B)(4)). However, a service order was generated for a subsequent complaint ((B)(4)) on this rotaflow. Per service order (B)(4) generated by the sales and service unit technician, that is associated with complaint (B)(4), the control board was replaced. Full calibration, functional testing and safety checks to factory specification was performed. The defective control board was not further evaluated. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), rotaflow console with serial number (B)(4) gave an "error head" message. According to the customer, the message was received upon initiating the use of the rotaflow. Additionally, the rpm's would not go above 1400. The customer sent for another unit from another hospital to try. No patient involvement was noted in (B)(4). (B)(4).